Manufacturer narrative:
The patient had to squeeze the finger hard to obtain a sample and had to repeat testing due to error 5 and error 6. The patient used the same finger for multiple attempts while testing. Only one test strip was provided for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 6:36 am, the meter result was 2.3 inr. Within four hours of the meter test, the laboratory results were 1.67 inr and 1.98 inr. The laboratory used acl top with hemosil reagent. The patient follows a diabetic diet and avoids green leafy vegetables. The therapeutic range was 2.0-3.0 inr and the patient tests every two weeks.